Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -16.0 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to the development of a cataract and refractive surprise. The lens was removed, cataract surgery was performed and a toric iol was implanted with good results.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Visual inspection found that the haptic was torn and broken. Dimensional inspection found that the lens measurements were within specifications. Functional inspection found that the diopter was within specifications. Work order search: no similar complaints were reported for units within the same lot. Corrected data: previous report source 'user facility' is incorrect. The correct report source is 'distributor'. Device code: (B)(4) (explanted) to (B)(4)- previous code not applicable under device code; it should be under patient code instead. (B)(4).